Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h13l11016, and there were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot number h13l11016 will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. (B)(4).

Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced vomiting as a result of the peritonitis. A reconstructive shoulder surgery was reported to be a contributing cause of the peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering from the peritonitis. No additional information is available at this time.